Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument had non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was test driven on an in-house system. Instrument moved partially in the intended direction, but jerked and twisted in another direction without being directed. When the grips were directed to move up they would move to the right. Additionally, multiple input disks were found to be cracked. Both observations are related. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the instrument failed intuitive motion. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the unexpected motion is attributed to mishandling and misuse. Additionally, the probable root cause of broken input disks is attributed to use and reprocessing conditions. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the prograsp forceps instrument moved with non-intuitive motion. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.